Manufacturer narrative:
The device history records were reviewed and the lot met all release criteria. Visual examination of the returned sample revealed that the proximal cone round fibers were slid down to the very proximal end of the proximal balloon joint, allowing the balloon joint to separate and bulge from the bond site/shaft. This separation left approximately 1mm of intact bond site, possibly allowing fluid to leak from the remaining proximal bond site. The inner shaft exhibited excessive amount of compression under the balloon, which is usually caused by high inflation pressures, though no info was given concerning the pressure applied to the balloon, the evaluation did not indicate any mfg defect or processing error that would cause or contribute to this event. No root cause or conclusion can be determined from the evaluation.

Event description:
It was reported that when the balloon was inflated, it ruptured at the base of the balloon after the first inflation, atm of pressure used in unk. The introducer and the balloon were removed together. There was no injury to the pt.